Manufacturer narrative:
Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through medical records that a patient with a 19mm aortic valve implanted in pulmonary position for approximately six years, ten months underwent pulmonary valve replacement with a 24mm non-edwards valved conduit due to unknown reasons. The patient was discharged.